Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular (rv) pace impedance greater than 3000 ohms. The value had been trending in the 500 ohms range. No lead noise was noted. The ICD and rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).